Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (power turned off) was confirmed and found to be caused by a printed circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported issue likely occurred due to the failure of the printed circuit board; however, the root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device turned off automatically during an unspecified diagnostic procedure. The intended procedure was completed using another monitor. There was no delay in the procedure. There was no patient or user injury reported due to the event.